Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a problem with 180 series scopes. The digital visual interface (dvi) did not work, the rgb (red/green/blue) out had bad colors, and the programmable input processor (pip) connector did not work. The printed circuit board also required replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that while preparing to use the evis exera iii video system center, it was found that the device could not recognize old types of scopes. There was no procedural impact from the issue, and no patient harm was associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event was due to a problem with 180 series scopes. Olympus will continue to monitor field performance for this device.